Manufacturer narrative:
Syncardia has completed its eval of this complaint and is closing this file.

Event description:
Patient (B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012. He was discharged to home, supported by a portable freedom driver, on or about (B)(6) 2013. The customer reported that pt(B)(6), who was supported by a portable freedom driver (s/n (B)(4)), was at the clinic for a colonoscopy in preparation to be listed as high urgent for transplant. When the pt came back from examination, he was lying in his bed and the freedom driver was placed beneath the bed. The customer reported that the freedom driver exhibited a permanent red fault alarm suddenly and the pt became unconscious. The customer also reported that the drivelines were checked and it was found that the quick connectors slipped out of the right and left tah-t cannula, although they had been tightened by two cable ties each and the pt wore a "tube isolation" around the drivelines. The customer reported that the time of disconnection was approx 30-45 seconds. The quick connectors were immediately reinserted into the tah-t cannula and the pt recovered consciousness. The customer reported that he checked the pt and found that he recovered completely. The customer secured the quick connectors to the tah-t cannula with new cable ties. There was no permanent adverse impact on the pt as a result of the disconnection of the tah-t cannula from the driver drivelines. There is no evidence of a device malfunction that caused the disconnection of the tah-t cannula from the driver drivelines. The freedom driver responded as designed when it alarmed after detecting that the drivelines became disconnected. The pt is at home, still supported by freedom driver (B)(4).